Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to an infection. The infection was identified as (B)(6), with evidence of bacteremia in the form of (B)(6). The patient was treated with antibiotics. A new lead was implanted at a later date. No further patient complications have been reported as a result of this event.